Event description:
It was reported ethicon endo-surgery, inc. Rec'd notification of lawsuit from j&j corporate legal dept 05/10/1999.. Complaint alleges that during an unknown surgical procedure in april, 1998 "a surgical clip and/or surgical staple was utilized." Complaint further alleges that the negligence of the physicians and ees "was a substantial factor in causing the personal injury and death" of the pt.